Event description:
Patient here for c5 gemzar/taxotere bladder instillation. Foley inserted uneventfully, 10ml balloon inflated, urojet administered, gemzar administered over 5 minutes with one hour dwell, drained, taxotere administered with 5ml left to give, heard a pop sound, patient stated he needed to have a bowel movement [bm]. Secured foley device and escorted patient to restroom. While patient was having a bm, he heard another pop sound and foley catheter came out and patient urinated into toilet. Denies pain or blood in urine. Stat bladder ultrasound ordered, and patient underwent a cysto the next day to remove the foley balloon foreign body.